Event description:
As the surgeon started to use the console portion of the robotic cholecystectomy case he visualized that the tip of the cautery hook from the davinci arm was broken off while inside the patient. The camera was used immediately to locate the tip, an endocatch bag was used to remove the tip and the instrument arm was replaced. All pieces were accounted for and have been sequestered.